Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the cartridge set had been in use for more than 48 hours. Tandem technical support educated the customer on insulin labeling.